Event description:
The customer reported that the syringes are cracking while a provider was administering an injection to patients. No information was received regarding any serious injury as a result of this product issue.